Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. Following a review of the call, customer service attempted to call the patient again on 3 occasions, but each time she asked the cca to call back again another time. The patient claimed that the meter stopped powering on at 8:30am, one and a half weeks prior to contacting lfs. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She also denied experiencing any symptoms after the issue began. She reported that at 10am on the unknown date, she went to the emergency room (ER) where a blood glucose result of ¿600 mg/dl¿ was obtained on the ER/hospital meter. She also reported that she received ¿IV fluids¿ from a healthcare professional (hcp). At the time of troubleshooting, the cca noted the meter was not being used for the first time and, based on the information provided there had been no misuse of the meter. The patient did not have test strips at the time of the call and she could not confirm if she had been using the correct test strips. The meter would not power on manually with a button press. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training and remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of severe hypoglycemia for which she received hcp intervention, after the alleged power issue began.